Event description:
A 65 year old female with a history of multiple vascular stents in the lower extremity was admitted for an urgent protected percutaneous coronary intervention. Multiple unsuccessful attempts to place an impellacp sheath were made before moving to shockwave therapy. Shockwave balloon was inflated multiple times and again the impella sheath was attempted without success. A peripheral balloon was then attempted and inflated several times across the vessel. The sheath was then inserted and advanced sufficiently. While the catheter could be advanced into the artery, due to patient anatomy it could not be passed through the vessel. After multiple attempts, impella placement was aborted and the percutaneous coronary intervention continued. This prove similarly difficult and the patient was re-presented to cardiac surgery for re-evaluation following an only partially successful percutaneous coronary intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.